Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently delivered an inappropriate shock. Upon episode review, the physician determined that the shock was delivered due to over-sensed noise, and suspected an electrode fracture. Additionally, elevated, but still in-range shock impedance measurements were noted (124-140 ohms). Boston scientific technical services (ts) was contacted for review, and it was confirmed that the shock was delivered due to over-sensed non-physiological noise and decreased r-wave amplitude measurements. Additionally, four untreated episodes of similarly over-sensed non-physiological artifacts were noted. Ts discussed that these episodes could be the result of unstable tissue contact at the proximal sense node during movements, an electrode fracture, or connection issues between the electrode and the device. Extensive in-clinic troubleshooting via provocative maneuvers, isometrics, manipulations was recommended to assess the system integrity and positioning. The patient was subsequently seen in-clinic, where the artifacts were reproducible in both the primary and alternate sensing vectors. These results were communicated to ts, who confirmed that an electrode fracture was likely, potentially near the device pocket. An electrode replacement procedure was recommended. It was indicated that the entire s-ICD system will be explanted and replaced in the near future to resolve the event. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.